Manufacturer narrative:
Per good faith effort response, it was confirmed that the sn# is (B)(6), and that the touchscreen has been cleaned by the hospital engineer to resolve the reported issue, the device can adjust normally. No harm to patient and no replaced part to the device. No further information about this case was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v200 indicating that the devices touchscreen was malfunctioning and could not be adjusted. The device was in patient use at the time the reported issue was discovered. The patient needs mechanical ventilation due to respiratory failure. Medical staff cut open the trachea and connected the ventilator to assist the patient in breathing. When the doctor adjusted the parameters, they found that the touchscreen was malfunctioning and could not be adjusted according to the patient's condition. They immediately replaced the ventilator with another device. No further relevant clinical information has been presented that would specify if a harm was incurred by the patient and/or the details of the potential harm. Investigation ongoing.